Manufacturer narrative:
The reported condition could not be confirmed as all components were present upon examination. However, it was noted the the instrument did not fire properly due to a discrepant component.

Event description:
During a pneumonectomy procedure. The component disengaged into the cavity. The surgeon retrieved the component without incident. Another device was used to complete the procedure.